Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for one month post implant check, during fluoroscopic examination, the left ventricular lead was found to be dislodged and is also fractured, the lead was explanted. No patient symptoms were reported.